Event description:
(B)94). It was reported by the consumer that the 9sl mechanical wheelchair tires were worn, and allegedly caused him to fall off the unit twice. The patient has a medical condition which has caused the loss of lower extremity functions. Additionally, it was reported that on each occasion when he had fallen, emergency rescue was called for assistance. No additional information was provided, and should we receive it, this file will be reviewed, and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Two MDR reports will be submitted for this complaint, because of different event dates were reported, and the file numbers are the following: (B)(4) (MDR), and (B)(4) (MDR).